Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not heating. Surgery was delayed as the other unit was already being used for a case. They had to wait until that case was over to switch out the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) noticed water going into the cold tank during heating. The biomed is going to replace the cold valve.